Event description:
A malfunction alarm was reported, identified by the code "malf 16." There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy, while a replacement pump was arranged under warranty. Instructions were given to put the faulty pump into storage mode and return it using a pre-paid label within ten days, which the customer acknowledged.